Event description:
The dr claims that the graft was implanted as an abdominal aortic aneurysm replacement graft, and during the surgery, an unk quantity of blood leaked from a hole in it's bifurcation for approx two minutes. The leakgae was stopped by suturing. The graft was left in. The pt is doing well.